Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of thrombosis, as listed in the vision instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported that the target lesion was not pre-dilated prior to implanting the vision stent. It should be noted that the IFU states to first "pre-dilate the lesion with a ptca catheter." It is unknown how direct stenting contributed to the reported patient effects.

Event description:
Device issue: none. Adverse event: thrombosis requiring medical intervention. Onset of adverse event: four hours after the procedure. It was reported that four hours after the vision stent was implanted in the proximal left circumflex artery, the patient experienced chest pain and was found to have developed an acute stent thrombosis. A thrombectomy was performed and medication was given. The patient's chest pain resolved and the patient was discharged home the following day. The target lesion was neither predilated, nor post dilated. There was no additional information provided.